Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified common iliac artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. There were no patient complications nor injuries reported.